Event description:
Additional information indicated this lead was programmed off.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that only the terminal segment of the lead was returned with setscrew marks noted. The allegations could not be confirmed on the returned segment of the lead.

Event description:
Additional information indicated an x-ray was performed and the lv lead had dislodged and was either in the middle cardiac vein or in the rv. The field representative indicated they have not seen the patient scheduled for a revision procedure at this time and their involvement has ended at this time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent capture and high pacing impedance measurements greater than 2000 ohms. A technical services (ts) consultant was contacted regarding this issue and indicated the lead could have dislodged and recommended performing an xray to confirm the leads position and integrity. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.